Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828820) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to users¿ error, using a typical force when connecting the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a certas valve (pr 828820) was implanted in (B)(6) 2021. During shunt revision on (B)(6) 2023, it was found that the connection tube to the certas valve (828820) had broken off and left inside the ventricular catheter. The patient is well.